Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 4 devices were received. 16 device investigation types have not yet been determined. Event confirmation status: 4 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by broken down lubrication. 2 devices were found to be affected by corrosion. 20 devices were not labeled for single-use. 20 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: b5, h10 20 events were previously reported during the reporting quarter; however:   - 4 events were reported in error. 16 previously reported events are included in this follow-up record. Product return status 13 devices were received. 3 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 12 reported events were not confirmed. Evaluation results 5 devices were found to be affected by broken down lubrication. 7 devices were found to be affected by corrosion. 1 device was found to be affected by corrosion and degraded lubrication.

Event description:
This report summarizes 17 malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 16 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 17 reported events are included in this follow-up record. Product return status: 14 devices were received. 3 devices were not available for evaluation.